Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 150mg/dl at the time of the incident. The customer was having problems with their pump. The customer was trying to fill it and the black circle, has a black dot inside the circle. The customer reported that they are getting a no delivery alarm. The customer reported that the insulin did not exit during priming. The customer reported that they had another infusion set for testing. The customer reported they are able to troubleshoot for a potential reservoir and infusion set issue at this time. The customer reported that they had another reservoir for testing. The customer reported that the pump did not alarm no delivery with manual prime. Changing the reservoir resolved the issue. The reservoir will be returned for analysis.